Event description:
It was reported that the customer had low blood glucose 34mg/dl. Customer was treated with glucogon. Customer stated she every now and then gets sensitive to insulin and feels that this could have been the caused. Customer declined troubleshooting the insulin pump. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.